Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an unspecified infection. The source of the infection was unknown. The implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were explanted. The patient was in stable condition.